Manufacturer narrative:
It was reported that the ventilator's support arm 176 was broken. The evaluation of the provided pictures confirms the breakage of the support arm. The support arm is a casting and it most probably developed a crack at an earlier occasion either by overloading or impact and this led to the reported breaking. Our field service engineer (fse) inspected the ventilator on site and solved the issue by replacing the support arm. Previous investigations led to a redesign and a change of the manufacturing process in order to obtain a higher mechanical strength of the support arm. This change was implemented in production during september 2009. The reported support arm was manufactured before the implementation of this change. It has been confirmed by the fse that the support arm is over 20 years old.

Event description:
Manufacturers ref: # (B)(4).

Event description:
It was reported that the ventilator's support arm 176 was broken. There was no patient harm reported. Manufacturer's ref. #: (B)(4).